Manufacturer narrative:
Update made to the become aware date. The "date received by manufacturer" on MFR. Report number 3030677-2024-03088 should be 07-aug-2024.

Event description:
It has been reported that the device is failing self-test.